Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system one of the gripper arms did not lower properly, it actuated with a delay. There was no patient involvement, the cds was not used and was replaced. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number: e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported gripper actuation issue was not confirmed via returned device analysis as the returned devices grippers raised and lowered as expected. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents reported for difficult to open or close (gripper actuation issue) from this lot. All available information was investigated and a definitive cause for the reported difficult to open or close (gripper actuation issue) could not be determined in this case. There is no indication of a product quality issue with respect to manufacture, design, or labeling.